Event description:
It was reported that during surgery, the plate did not fit.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event is confirmed based on the analysis of the post-operative scans of the patient. The design team reviewed the upc plates and confirmed that the final plates matched the original planning file and surface, with no deviations found. Based on the investigation, there is no indication of an incorrectly functioning product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaints have been added to the complaint trend.

Event description:
It was reported that during surgery, the plate did not fit.

Event description:
It was reported that during surgery, the plate did not fit.

Manufacturer narrative:
Update: d6a, h4, h6 correction: b2, g1 the reported event is confirmed based on the analysis of the post-operative scans of the patient. The design team reviewed the upc plates and confirmed that the final plates matched the original planning file and surface, with no deviations found. Based on the investigation, there is no indication of an incorrectly functioning product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaints have been added to the complaint trend.